Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, one opening curved on the posterior, missing shell (0-25%), wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap bond edge, non-penetrating nick striated and one opening striated on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one sharp opening on the plug strap bond edge due to an unidentified (tear) opening, non-penetrating nick striated due to surgical tool scratch like, one striated opening due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.